Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with scratched display window, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via email that he was having low blood glucose. Customer's blood glucose was from 35 mg/dl to 75 mg/dl. Customer wanted the device replaced. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.